Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient presented with symptoms of difficulty breathing further described as out of breath. The patient went to the hospital via the emergency room and died the same day. Treatment in the emergency room was not reported. The cause of death was unknown. It was not reported if an autopsy was performed. Dianeal therapy was ongoing until the time of death. It was not reported if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.